Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported the heart lung console would not operate on battery power, even though the screen indicated the batteries were charged. The user replaced the power mgr board which resolved the problem. The defective power mgr board is being returned for eval. Since the event occurred after the cardiopulmonary bypass procedure, there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Investigation anticipated, but not yet begun.